Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the blood parameter monitor (bpm) failed arterial high potential testing. There was no pt involvement.